Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One (1) impl tapered scr-v ha 4.7 mm 4.5mm 11.5mm (tsvwh11) was returned for investigation. Visual evaluation of the as returned product identified that there was bone debris on the external threads. The implant was fractured at the collar. The implant's drive feature was worn and the internal threads were damaged. Based on the evaluation, device malfunction did occur (fracture damaged threads). However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR review for the lot 62294640 had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Complaint history review was performed for the reported lot 62294640 and no similar event or complaint was found. Functional testing to recreate the reported event could not be performed due to the nature of the device & event (fracture). A definitive root cause could not be identified. However, based on the investigation, IFU and risk file review, the most likely cause determined from the investigation was excessive torque on abutment/implant assembly, the clinician selected an implant that is unable to resist long-term occlusal loading, the clinician placed implant in an patient with patient factors (e.g. Bruxism) incompatible with long-term osseointegration of implant, or the material selection of the implant was not adequate to withstand recommended torque values for placement of restorative component. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Additional PMA/510(k) number ¿ k013227. Device manufacturer date unknown / not provided.

Event description:
It was reported that the patient saw dentist stating crown was loose. Patient was seen at our office, x-ray taken confirming hex of implant was broken.